Manufacturer narrative:
(B)(4). Device manufacturing details, pt notes, pre-revision and post revision x-rays will be reviewed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Manufacturer narrative:
(B)(4) final report. Patient notes, pre-revision and post revision x-rays were reviewed, however, the dates on which the x-rays were taken were not provided. There were no observations noted based on the limited information provided. Device manufacturing records were reviewed and it was confirmed that the device conformed to material and dimensional spec. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
Minihip revision due to aseptic loosening.

Event description:
Minihip revision due to aseptic loosening.